Manufacturer narrative:
The peritonitis event occurred repeatedly for "four or five times" during the period from (B)(6) 2019 to (B)(6) 2020. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in "four or five" peritonitis events. The breach in aseptic technique was not further specified however, it was also reported that the peritonitis was caused by careless diet. It was not reported if the patient was hospitalized for the event. The patient was treated with unknown intraperitoneal anti-inflammatory drugs (doses, frequencies and durations were not reported) for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing during the treatment. No additional information could be provided as the reporter declined follow-up.